Event description:
This ra lead was implanted on (B)(6) 1995 and remains implanted at this time. A call was placed to technical services stating that this lead showed noise on atrial channel with inappropriate mode switching. The physician was dr. Ally saeed in fargo, nd. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).